Event description:
It was reported that when the device was used during a laparoscopic-assisted vaginal hysterectomy, it locked in the pt causing the surgeon to remove the device by cutting it away from the tissue. It was not reported how the case was completed. There was no add'l reported pt consequence.